Manufacturer narrative:
The pump was received with no button response due to flattened button dome switch. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime, iop test failure, possible over delivery anomaly, history anomaly or excessive no delivery tests due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. The customer was treated for the low blood glucose with food. Customer stated that the insulin pump alarmed as well. The product was returned for analysis.